Manufacturer narrative:
(B)(4).

Event description:
It was reported that an auto mode switch episode was observed due to atrial pacing causing functional undersensing on the ventricular channel. Programming changes were recommended. The patient was asymptomatic.